Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -12.00/3.5/015 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Refractive surprise was observed. On (B)(6) 2023 the lens was exchanged for a same model and size lens with different power and the problem was resolved. Cause reported as unknown. It is noted that the initial lens was implanted horizontally with ticl marks at 65 degrees ccw.

Manufacturer narrative:
H3-device evaluation: lens returned in a microcentrifuge vial dry. Visual inspection found optic torn and haptic torn/broken. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).